Event description:
On (B)(6) 2026, a sure procedure was completed on a medically complex elderly male with an indwelling catheter who resided in a care facility. At the time of the procedure, he had a pre-existing urinary infection that was confirmed days after the procedure. Both kidneys had a large stone burden (approximately 2cm) and were both treated during the same procedure. The case was completed without incident, and the physician did not report any intra-procedural complications or issues. No device malfunctions were reported, and the cvac device functioned as intended during the procedure. On (B)(6) 2026, calyxo was made aware that the patient passed away secondary to sepsis on (B)(6) 2026. The physician attributed this outcome to patient selection and the procedure itself.

Manufacturer narrative:
The device was not returned for evaluation; therefore, product analysis could not be performed. The lot history review (lhr) for lot#: 90094852 was conducted, which confirmed that there were no non-conformance's observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Sepsis is a recognized complication of ureteroscopic stone removal procedures, with recent peer-reviewed literature reporting post-ureteroscopy sepsis rates of up to 5.6% generally, and up to 30% in patients with a prior history of sepsis. In this case, the patient selection and past medical history along with procedural risk factors may have also contributed to the patient outcome. The available information is insufficient to identify the exact cause of the reported sepsis or to attribute it to any specific device, including the subject device. No device malfunction, failure, or deviation from intended performance has been identified, and causation between the subject device and the reported event has not been established. The submission of this MDR should not be construed as an admission or determination that the subject device caused or contributed to the reported event. Calyxo will continue to perform product monitoring as part of our post-market surveillance procedures.